Event description:
Title: apm-ii pump 2001. Morphine (1:1 concentration) infusing via abbott apm-ii pump in patient room. Order for the morphine changed to 10:1 concentration. Nursing staff was not able to re-program the pump to change the concentration from 1:1 to 10:1. The pump has been used in this facility since july 2001 with no other history of problems with the device until this event. The site reporter states the staff feel this pump, compared to other pumps, is too complicated to use. The site reporter does not feel inadequate manufacturer's instructions are a factor in this event but lack of training may be a factor. There did not appear to be any unusual circumstances or activities surrounding this event. The device was not checked by the facility's biomedical engineering department and the device serial number, lot number and catalog number are not available as the site was not able to locate the pump after the event occured.